Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead delivered inappropriate shock therapy. After an unsuccessful attempt to revise the lead, the physician decided to implant a subcutaneous pacemaker on (B)(6) 2016. The patient was stable and discharged post procedure.